Manufacturer narrative:
Apoc incident #: (B)(4). The investigation was completed on 04/30/2019. While the customer indicated a third lot also generated low results, no lot number or confirmation that a third lot was used was provided by the customer in spite of multiple attempts to collect this information, as documented in rocketware. Shipping records suggest that lot c18345 is likely the third lot; therefore, the lot was also investigated. A review of the device history records (dhrs) confirmed that the cartridge lots met finished goods (fg) release criteria. Retained cartridge testing met the acceptance outlined in appendix 1 of q04.01.003 rev. Ac (product complaint level 2 and level 3 investigation procedure). No deficiency has been identified for ctni cartridge lots c18311, c18345 or c19010.

Manufacturer narrative:
Apoc incident # (B)(4). Other product used during the event. Product#: 06p23-25, description: ctni cartridge, lot/serial: (B)(4), expiry date: 08/11/2019, mfg date: 01/10/2019. 04p75-30, I-stat1, (B)(4), n/a, 01/21/2004 (used but not implicated, not being returned). 04p75-30, I-stat1, (B)(4), n/a, 01/17/2013 (used but not implicated, not being returned). 04p75-30, I-stat1, (B)(4), n/a, 02/03/2004 (used but not implicated, not being returned). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2019, abbott point of care (apoc) was contacted by a customer regarding I-stat troponin cartridges that yielded a suspected discrepant troponin results on a (B)(6) year old male patient with chest pain. There was no additional patient information at the time of this report. Return product is available for investigation. (B)(6). Positive cut-off value: 0.08 ng/ml. Collection times not available. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on the limited information available that suggests the product was not performing within the variability of the assay. The I-stat results were consistently negative using three different cartridges and three different I-stat's. The analyzers are not being implicated and are not being returned. The results show no rise or fall with either method. The customer states that the patient was treated based on the lab results. However, the customer did not provide information or how the patient was treated. There were multiple requests for information but to no avail. Based on the final diagnosis and EKG results, there is no evidence the patient suffered and mi. The investigation is underway. Per I-stat system manual: art: 714258-00q. Reportable range: 0.00 - 50.00. Reference range: 0.00 - 0.03 (represents the 0 to 97.5% range of results). Reference range: 0.00 - 0.08 (represents the 0 to 99% range of results).